Event description:
Pt was a (B)(6) female with a right internal carotid artery (ica) occlusion. Physician made two passes with a merci retriever v 2.5 firm for the occlusion. Pt had a thrombolysis in cerebral infarction (tici) score of 2a after treatment. An air embolism was confirmed at right middle cerebral (mca) post-procedure. Hemorrhagic infarction was seen at right middle cerebral artery (mca) the following day. Forty five mg of tissue plasminogen activator (t-pa) was administered intravenously during the case. Medical intervention was not performed. The physician stated that whether the air embolism was caused by the device or the procedure is unknown.

Manufacturer narrative:
There was no evidence of concentric medical device malfunction and the device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (eg, pt factors, device use factors, other devices employed, drugs administered, etc) that also may have caused or contributed to the outcome. Because the device was not returned to concentric medical, a complete investigation could not be performed. Also, because the lot number for the device was not reported to concentric medical, the manufacturing records for the merci retriever v 2.5 firm device could not be reviewed.